Manufacturer narrative:
A clinical application specialist (cas) reviewed the information provided on that event as follows: the system information was evaluated and all the data was entered incorrectly. The cas and the surgeon discussed the surgical outcome. The cas showed the surgeon the data entry information. The staff had not listed the patient as post-hyperopic prk\lasik. The surgeon agreed that the root cause of the reported event was data entry error via his staff. The customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to customer data entry unrelated to device functionality. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported a refractive surprise after cataract procedure. A toric intraocular lens (iol) was planned but a monofocal iol was implanted due to aberrometer guidance. Patient needed a toric iol due to the refractive surprise. The doctor did a toric lens exchange which was uneventful.

Manufacturer narrative:
(B)(4).

Event description:
Upon follow up, it was noted that the site had not indicated on the system that the patient was a post hyperopic refractive patient.